Event description:
It was reported that the lead exhibited increased thresholds, loss of capture and had dislodged. The lead was successfully repositioned. On (B)(6), the lead threshold increased again due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal.